Manufacturer narrative:
The insulin pump was received with broken end cap. Unit received missing end cap sticker. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the bottom of the reservoir chamber was broken off. The customer's blood glucose was unknown. Customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.